Event description:
In 2009 I got essure birth control placed inside my fallopian tubes, since then I have had pelvic pain and abnormal periods as well as being diagnosed with fibromyalgia. Now the essure coils have ruptured through my fallopian tubes and are now in my uterus. My dr has told me the only way to fix this is to get a hysterectomy. There's no other reason for me to have a hysterectomy except that essure failed. Now I have to get a major surgery that will change my life forever.